Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the residual liquid and foreign material come out of the water supply channel is cause not established and the most probable cause of the noisy and no image is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited noisy and no image, residual liquid and foreign material come out of the water supply channel. There was no patient involvement.